Manufacturer narrative:
Results evaluation: a thorough investigation is not able to be performed as the user facility did not record the lot number or save the device sample. A review of our complaints database shows this to be the first report of this type on the needle used in this kit. Due to no similar reports received, smiths medical considers this to be an isolated event.

Event description:
User alleges that introducer needle separated from the hub and went into the patient requiring minor surgery to remove.